Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving vibratory notifier. Upon interrogation the device exhibited backup vvi operation. It was noted that the patient underwent MRI investigation a day prior and the device was not placed in MRI mode. Programming changes were made and the device was restored to normal function.